Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Electrical testing revealed no indication of conductor fractures or internal shorts. Visual analysis of the entire lead revealed no anomalies. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, it was noted that there was high lead impedance and high capture threshold. The lead was exchanged, and the patient was stable with no adverse consequences.